Event description:
Patient reported that for the past 5 weeks, she often experiences elevated blood glucose of "hi" mg/dl and ketosis. She believes the insulin delivery of the infusion device is too low and that the infusion device does not properly display e4 occlusion errors. Patient has removed the infusion needle and programmed a 1 i.e. Bolus, and insulin flowed out. Hyperglycemia is treated by changing the accessories and delivering insulin through the infusion device. Patient does not have an infection and did not start new medication. Infusion device was not exposed to water or electromagnetic fields. Normal blood glucose is 130 mg/dl. Infusion device was replaced and requested for evaluation. Patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.